Event description:
On 9/10/92 rptr had bilateral augmentation with implants. After 4 months of infection that would not heal, the right implant was removed on 1/25/93. After 4 months without the implant she had a new implant put in. On 5/6/93 she became very ill and later found that the dr had put the same implant back in against the MFR's instructions were not to re-use implants because they are textured. After notifying the MFR and asking for an investigation they have not done anything. She had the bad implant removed and the MFR has not done a thing to prevent this from happening again.